Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead was dislodged and was confirmed under fluoroscopy. Additionally, the atrial lead had increased impedance and decreased sensing. Hence, the atrial lead was repositioned by the physician however, during the procedure, the atrial lead could not be fixed on the myocardium. Finally, the physician elected to explant the atrial lead, and a new lead was replaced on (B)(6) 2025. The patient was stable throughout.